Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of a flogard infusion pump with an "f38" was confirmed in the sample evaluation task. The cause was due to a damaged force sensing resistors (fsrs) in tubeload detection circuitry. Service replaced the fsrs to resolve the reported problem.

Event description:
A customer reported a flogard pump with an f38 alarm. It is unknown if this event occurred during patient use. There was no patient involvement. It was reported that there was no patient involvement, therefore no patient/user injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.